Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted four coils in the target vessel. While attempting to advance the fifth smart coil, the coil would not advance beyond its initial position within the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Kinks were present along the length of the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was able to advanced out of its introducer sheath and through a demonstration microcatheter with resistance due to the kinks on its pusher assembly. The kinks on the pusher assembly were likely incidental to the complaint and could have occurred during packaging for returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.